Event description:
It was reported that an untreated event due to undersensing was identified via remote monitoring. The caller inquired about potential programming options. A boston scientific technical services consultant reviewed the data and explained the reason for the clinical observations and stated there are no programming changes to recommend. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device memory found the battery voltage had been dropping due to a high current drain; however, the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an untreated event due to undersensing was identified via remote monitoring. The caller inquired about potential programming options. A boston scientific technical services consultant reviewed the data and explained the reason for the clinical observations and stated there are no programming changes to recommend. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.